Event description:
On (B)(6) 2012, the pt reported that her blood glucose level was 471 mg/dl at 5:13 am and she bloused 7.2 units of insulin. At 6:05 am her blood glucose level was 409 mg/dl. At 7:48 am it was 256 mg/dl and she ate breakfast. At 9:00 am it was 323 mg/dl. Her normal range is 150-200 mg/dl. The pt's blood glucose levels returned to normal the following day. Troubleshooting with the pt did not identify any problems with the infusion device. The pt believes that the infusion device delivers too low an amount of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.